Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration date and manufacture date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the tracheal level during a procedure performed on (B)(6) 2021. During the procedure, the balloon was described as porous and would not inflate. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the cre pro wireguided is intended to endoscopically dilate strictures of the alimentary tract and sphincter of oddi; however, the balloon was used to dilate the tracheal level for this case.